Event description:
It has been reported that during the surgery the tip of the blade of the lexer chisel broke when it hit a screw that was stuck in cement.

Manufacturer narrative:
An updated report will be submitted once the device is returned and investigated. At this time of the report no additional info has been received. (B)(4).